Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded the software. System operates as intended.

Event description:
Customer reported mixed up and missing images. No patient injury was reported.